Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was in the hospital due to a driveline infection. It was also reported that the patient is now at home and lives 2.5 hours away from the hospital; however, the patient has neglected the infection. The patient remains ongoing on the lvad.

Manufacturer narrative:
The patient remains ongoing on the lvad. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.